Manufacturer narrative:
Tandem's pump user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ tandem's user guide states to "use only the syringe and needle provided by tandem diabetes care, inc. To fill the cartridge". Tandem pump user guide states: do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred. Reportedly, the cartridge had been loaded with 300 units of insulin and customer had refilled the cartridge. Additionally, a cartridge leaked. Reportedly, the customer had overfilled the cartridge using insulin pens. Tandem technical support educated customer regarding cartridge/insulin labeling. A cartridge change was performed resolving the issue. Customer's blood glucose level was 245 mg/dl.